Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states; ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint could be confirmed for bleeding. Per the provided information, there were no functional issues during the deployment of the device and hemostasis was achieved successfully. Manual compression was used and hemostasis was successfully achieved. At this time, no conclusion can be drawn for the exact root cause of the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and hemostasis was achieved after the procedure. During use, there was no defect was noted on the device. However, on the following day, bleeding occurred. The physician applied manual compression, and hemostasis was successfully achieved. The patient has been followed up. The procedure before deploying the device was coiling. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter are unknown. The patient's condition was unknown. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with reported product. Bleeding occurred out of the procedure room.